Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the implanting physician had difficulty inserting the lead into the ins during implant. The hcp was unable to fully insert the lead and had to loosen the set screws 2-3 times before being able to get the lead in. It was noted that the lead looked fine and the hcp even suctioned the header block to make sure there isn't anything blocking the lead. The impedances were fine after the lead was fully inserted. The hcp checked to make sure that the lead could not pull out. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.